Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 42 mg/dl at the time of the incident. The customer was at 448 mg/dl at the time of the call. The customer used food to treat the low and used manual injections to treat the high. The customer did not mention any symptoms, but stated they were sick before the low. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer also reported sensor failure the previous night. The insulin pump will not be returned for analysis.